Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Review of the reported event indicated that the right atrial lead 4574 had been capped due to chronic atrial fibrillation and dislodgement. Follow up information revealed that the lead is still in use and there have been no issue with the performance of this lead. Therefore, the regulatory report submitted on december 10, 2010 is being redacted, as there is no complaint and such report was submitted in error. No further information will be provided.

Event description:
This report is being redacted. Review of the reported event indicated the lead was capped due to chronic atrial fibrillation and dislodgement. Follow up information revealed that the lead is still in use and no issue with this lead have been reported. There is no complaint.